Event description:
Rubber cup pops off from the plastic shaft if the pt even bites lightly on this attachment causing either a choking or aspiration risk. There was no injury to pt, but reporter is concerned that a high risk is possible if the cap comes off.